Manufacturer narrative:
This report is an insertion handle, part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip side (black part) of connector for insertion handle was broken when inserting into the insertion handle, it was reported to be inserted correctly. This report is for an insertion handle, part and lot number unknown this is report 2 of 2 for (B)(4).